Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a patient presented with backup vvi via merlin.net transmission. Later, the patient presented in clinic in backup vvi. A device download was performed successfully.